Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was capped and replaced due to lead fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a patient notification. Uppper out of range pacing lead impedance measurement and rv loss of capture were observed. The lead was capped or explanted. No adverse consequences were detected.